Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 23 mm (part1009542-23/lot#8052642/(B)(4)); xience v 4.0 x 08 mm (part#1009543-08/lot#8051941/(B)(4)) the xience v 3.5 x 23 mm (part1009542-23/lot#8052642/(B)(4))and xience v 4.0 x 08 mm (part#1009543-08/lot#8051941/(B)(4)), are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use. Additionally, angina, restenosis, additional non-surgical treatment, and hospitalization are listed in the risk assessment ((B)(4) revision e) as no fault complications. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent xience v stenting in the proximal circumflex artery with one 3.5 x 15 mm and one 3.0 x 15 mm and in the left main coronary artery direct stenting with one 4.0 x 8 mm. On (B)(6) 2009, the patient experienced chest pain that was unrelieved by sublingual nitroglycerin. On (B)(6) 2009, the patient underwent percutaneous coronary revascularization of both index target lesions. The patient's condition resolved and the patient was discharged on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.